Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. Device event code is addressed in package insert. This report will be amended when the investigation is completed. This event occurred in another country.

Event description:
Allegedly surgeon revised a patient with possible metal sensitivity and was concerned about the amount of wear on the racetrack taper portion of the neck.